Event description:
It was reported to baxter (B)(4) that there were fine thread-like fibres identified in a 1000ml eva bag for automix. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was returned for evaluation filled with total parenteral nutrition. Visual inspection revealed that the bag had a tiny white particle inside. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.